Event description:
Two months after implant, the pt developed an infection which caused meningitis; the location of the infection was not specified. The pump was removed; it was unclear if the catheter was removed at the same time. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.